Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the pharmacy technician experienced a log in issue. A technical support specialist had close the case as per customer state, since issue resolved by pharmacy. The system functioned as intended after the technical support specialist verified the device. .

Event description:
It was reported by the customer that a pyxis anesthesia system (pas) had a station where the user was unable to log in. The customer reported that there was a user delay to access the station. There were no adverse events or injuries reported based on this event.